Event description:
It was reported patient underwent a capital femoral epiphysis procedure on (B)(6) 2012. During the procedure, the surgeon attempted to remove the s.c.f.e. Screw and it fractured in the middle of the shaft. The fractured piece remains in the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.